Event description:
The patient reported he received an e6 (mechanical error) alarm on his insulin infusion device. He stated the device also has an abnormal noise when it is retracting the piston rod. He stated he has not dropped the device. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.